Manufacturer narrative:
The cure wrap has not been returned to belmont for investigation. Without evaluating the wrap, the root cause of the reported leak cannot be determined. The operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." The manual also provides a troubleshooting guide for water leaks, as well as the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap." It was reported that there was no injury to the patient. A review of past complaints indicates only one other report related to this lot number. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be submitted. Note: component code 4756 (appropriate term/code not available) was used, as there was no code available for the preferred term "component unknown".

Event description:
Belmont's distributor relayed a report from the user facility that the cure wrap leaked during a procedure.